Manufacturer narrative:
Follow-up #1 date of submission 12/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows an unexpected voltage drop on (B)(4) 2012. Several "low battery" warnings are evident in the pump's alarm history. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump has been "running warm", but on the day of contact with animas the pump was "hot to touch." The patient reportedly last changed the battery earlier in the day on (B)(6) 2012. There was no noted damage to the pump, and the patient confirmed that there was no moisture or corrosion noted in the battery compartment. There was no reported harm or injury as a result of the alleged issue. This complaint is being reported because the alleged temperature issue remained unresolved.